Event description:
Olympus was informed that during a total laparoscopic hysterectomy, the teflon pad separated from the grasping jaw. The procedure was completed with another handpiece. There was no pt injury reported.

Manufacturer narrative:
The handpiece was returned to olympus for evaluation. The user's experience was confirmed. The teflon pad was partially detached from the grasping section. The device was tested using and esg-400/usg-400 and no problem was found. The device will be forwarded to the original equipment manufacturer for further investigation.